Event description:
It was reported the patient¿s spinal cord stimulator was explanted due to infection. The implantable neurostimulator (ins) and lead were removed and not replaced. The onset and diagnosis of the infection was (B)(6) 2014. The patient did not have meningitis. Signs and symptoms included redness around the pocket. The pocket was the primary location of the infection. It was unknown the type of organism, or if cultures had been taken. It was unknown what treatments were performed. The patient was reportedly doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).